Event description:
Removal of bilateral breast implants secondary to pain laterally, left breast. Fever spikes to 103 and erythema of skin. Upon surgical removal, the right breast implant was found to be leaking gel. In the left breast implant, however, evidence of infection was found.